Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the device") and device dislocation ("migration of the device") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No.". Concomitant products included nsaid's since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), depression ("depression"), anxiety ("mental anguish"), pelvic pain ("pelvic pain") and rash ("rashes or skin conditions - type: rash"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device expulsion ("one of the essure coils fell out of me") and menstrual disorder ("mestrual bleeding"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, device expulsion, menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety, pelvic pain and rash outcome was unknown. The reporter considered anxiety, depression, device breakage, device dislocation, device expulsion, menorrhagia, menstrual disorder, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: patient used condoms over the counter from (B)(6) 2007 to present to prevent pregnancy. Most recent follow-up information incorporated above includes: on 27-sep-2018: pfs received, patient demographics added, event: rash, device expulsion, device monitoring error added. Concomitant drugs added. Rcc comment added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the device") and device dislocation ("migration of the device") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), depression ("depression"), anxiety ("mental anguish") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). At the time of the report, the device breakage, device dislocation, menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety and pelvic pain outcome was unknown. The reporter considered anxiety, depression, device breakage, device dislocation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet received: patient date of birth, concomitant medication and events (abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, pelvic pain) were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the device') and device dislocation ('migration of the device') in a 30-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No.". The patient's medical history included dysfunctional uterine bleeding. Previously administered products included for an unreported indication: prenatal vitamins. Concomitant products included minerals nos;vitamins nos (prenatal vitamins), nsaids since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced heavy menstrual bleeding ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain pelvic") and rash ("rashes or skin conditions - type: rash"). In (B)(6) 2006, the patient experienced depression ("physchological or psychiatric problems - condition: depression") and anxiety ("physchological or psychiatric problems - condition: mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device expulsion ("one of the essure coils fell out of me") and menstrual disorder ("mestrual bleeding"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, device dislocation, device expulsion, menstrual disorder, heavy menstrual bleeding, vaginal haemorrhage, depression, anxiety, pelvic pain and rash outcome was unknown. The reporter considered anxiety, depression, device breakage, device dislocation, device expulsion, heavy menstrual bleeding, menstrual disorder, pelvic pain, rash and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient used condoms over the counter from (B)(6) 2007 to present to prevent pregnancy. Patient received treatment for abnormal bleeding. Most recent follow-up information incorporated above includes: on 22-apr-2021: mr received. Reporter's information added. Medical history added. Essure product code changed from ess305 to ess205. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the device') and device dislocation ('migration of the device') in a 30-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No.". The patient's medical history included dysfunctional uterine bleeding. Previously administered products included for an unreported indication: prenatal vitamins. Concomitant products included minerals nos;vitamins nos (prenatal vitamins), nsaids since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In november 2006, the patient experienced heavy menstrual bleeding ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain pelvic") and rash ("rashes or skin conditions - type: rash"). In (B)(6) 2006, the patient experienced depression ("physchological or psychiatric problems - condition: depression") and anxiety ("physchological or psychiatric problems - condition: mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device expulsion ("one of the essure coils fell out of me") and menstrual disorder ("mestrual bleeding"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, device dislocation, device expulsion, menstrual disorder, heavy menstrual bleeding, vaginal haemorrhage, depression, anxiety, pelvic pain and rash outcome was unknown. The reporter considered anxiety, depression, device breakage, device dislocation, device expulsion, heavy menstrual bleeding, menstrual disorder, pelvic pain, rash and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient used condoms over the counter from (B)(6) 2007 to present to prevent pregnancy. Patient received treatment for abnormal bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.